Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced difficulty seeing and deviation of iol power. The original iol, a multifocal toric, was exchanged for a multifocal with no toric power, but same diopter. Additional information was provided that there was an error in expected refractive value. The event was not serious. The patient is recovering. The date of outcome is (B)(6) 2020. The causality is related with no possibility of other factors.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the lens was returned wrapped in white folded gauze material inside a biohazard bag in the opened carton used to transport the lens. Solution was dried on the lens. The optic was torn/cut into four pieces. The optic damage is similar to damage from insertion and removal. All product and batch history records are quality reviewed prior to product release. The associated products are unknown. It is unknown if a qualified combination of associated products were used with the lens. The root cause cannot be determined for the complaint for "deviation of iol power". The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that a toric, 21.0 diopter iol was replaced with a non-toric, 21.0 diopter iol. The manufacturer internal reference number is: (B)(4).